Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2017 a replacement computer was shipped to site as a replacement part. On (B)(6) 2017 a medtronic representative went to site to check the equipment. The rep reported that when the site moved the system to a different room, the system froze and the hospital tried hardboot but when the system booted on, the screen displayed no input and was stuck at that screen for five minutes. Rebooting the system again resulted in same error message. The representative replaced the computer and performed a system checkout. System passed all testings and is performing as intended. On (B)(6) 2017 the suspected computer was received by manufacturer for evaluation. The medtronic personnel were unable to replicate the reported issue. Computer booted normally to application screen and all programs and exams were loading without any issue. No issue was detected and the part was working normally.

Event description:
A medtronic representative reported that the navigation system functioned normally during first case but the site moved the system to another room for setting up a new case the mouse became unresponsive. System did not fully boot when the site tried to reboot the system. The hospital used another navigation system for the surgery and the procedure was successful. There was no patient present at the time of this issue/